Event description:
On (B)(6)2006, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient's ipg was explanted and replaced due to pain at the pocket site. The patient is currently satisfied with the new ipg.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and discoloration was observed in the upper septum. No other visual anomalies were noted. The ipg successfully communicated with a standard patient programmer and passed the auto test. The ipg's outside dimensions were measured and were in accordance with the specifications given in the eon manual. Conclusion: the reported complaint could not be confirmed for discomfort. The physical dimensions appear to be within the published ranges and the ipg passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.